Event description:
Patient underwent removal of an olecranon osteotomy nail, end cap and two locking screws due to a non-union. A CT scan was done before the start of the case to confirm the non-union. The original surgery was performed on an unknown date in (B)(6) 2012 for a distal humerus fracture. The surgeon exacted the olecranon osteotomy nail construct and revised with a competitor¿s device. This is 1 of 3 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Implant date reported as (B)(6) 2012. Investigation is on going; no conclusion could be drawn as no device was returned. A review of the device history records showed that the device conformed to specification. There were no complaint related issues with this complaint.